Event description:
Reason for surgery: subarachnoid hemorrhage from a leaky aneurysm. Cause of death was stated by facility to be due to subarachnoid cerebral hemorrhage, leaking cerebral arterial aneurysm and cardio-pulmonary arrest. It was reported that physician stated that "this patient's condition and surgical outcome is no way related to the clip applier events." Investigation of this event is considered closed.